Manufacturer narrative:
Correction / removal number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is experiencing pain at the ipg site. The patient stated the ipg does not appear to be in the same location.